Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user observed the gas flow displayed on the central control monitor was lower than the reading provided in the auxilliary flowmeter. The device was used for the case. The user reported the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.